Manufacturer narrative:
Data analysis revealed there was no evidence of a pump not being detected by the console on the date of complaint. Retuned device was analyzed and the pump-not-detected failure mode could not be confirmed because there was no indication that the pump was unrecognized by the console on the complaint date.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. It was reported that their automated impella controller (aic) was unable to detect an installed impella cp pump and showed no aortic placement signal. The aic was swapped to resolve the noted issue. The patient survived the procedure.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Data logs confirm the reported failure mode of optical signal issue. The console was inspected for contamination of optical connector ferrule and revealed to have a high build up of contaminant on the optical connector surface. After cleaning the optical connector, measurement of the consoles 5 s parameters were performed that showed satisfactory optical bench parameter. The console was confirmed for placement signal not reliable alarm resulting from low snr of the optical bench system. The root cause of the optical signal failure was an air gap from between the aic and the patient cable plug or within the middle of the red handle ferrule. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. D2 updated with correct common device name. G1 updated with correct MDR reporting contact email from the initial manufacturer device report number.